Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back flow of blood in the IV set during therapy in the neonatal intensive care unit. The patient had an umbilical venous catheter in place infusing tpn and smof (programmed amount and delivery rate unknown). While giving medication through the tpn, blood began to back up. Any patient involvement, injury or medical intervention is unknown.